Event description:
It was reported that the implantable neurostimulator (ins) was turning on and off by itself the past 2-3 months prior. The patient was using the device 62% of the time, as the diary showed. The patient noted the device was turning off randomly throughout the day. The patient accidentally was turning the ins off with the programmer. The patient did not use the programmer until she felt that the ins was off, and then would turn the ins back on with the programmer. No falls or traumas were reported. It was reviewed that there were out-of-range impedances. All impedances were fine except electrode 1 and 10 were 10,000 ohms. Information regarding the cause of the event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type :programmer, patient. (B)(4) .

Event description:
Additional information received reported that the patient appeared to have the device off from (B)(6) 2014. In addition, there had been numerous on/off events on (B)(6) 2014. The patient met with the manufacturer's representative (rep) on (B)(6) 2014 and the rep observed the same issue with impedance as in the (B)(6) call. In addition, the rep still reported that the patient had issues with the implantable neurostimulator (ins) cutting off. The patient would just be sitting there and would lose stimulation. This happened every day, generally within 30 minutes of turning the ins on. This occurred even when the patient was not changing position. The patient felt stimulation decrease while sitting in the session with the manufacturer's representative on (B)(6) 2014. There was also a report that the patient programmer could not communicate with or without the antenna. The programmer would not interrogate. However, the patient had occasionally been able to communicate using the patient programmer. The ins could be read fine with the clinician programmer. Later, it was reported that the patient observed the elective replacement indicator (eri) message the weekend of (B)(6) 2014. In addition, the patient had received a new programmer. The rep knew that a replacement needed to be scheduled. The patient was currently programmed using electrodes 7-4+5+6+ 15+, a pulse width of 450, a rate of 40hz, and an amplitude of 5.7v. Therapy impedances measured at 401 ohms. The estimate showed about 13 months. The electrode values were around 600s-700s range except for when reference of one or ten were used, in which case everything was >10 ,000 ohms. The rep reported that ever since implant, she would turn on stimulation and then, eventually, the stimulation would drop out. No outcome was reported regarding this event. Further follow-up is being conducted for this information.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had not yet been scheduled for replacement. Analysis of the patient programmer found that there was no significant anomaly. No outcome was reported regarding this event. Further follow-up is being conducted for this information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was scheduled to be replaced (B)(6) 2015, but needed to be rescheduled due to having cellulitis. They were awaiting a new replacement date.